Event description:
It was reported that following a cardiac angiography and pre-insertion angiogram of the femoral puncture site, a 6f angio-seal was deployed. Hemostasis was achieved with no difficulties. The patient reported pain during the deployment which persisted after the procedure. The patient stated 4 hours post surgery pain was felt and a hematoma was observed by the physician. A CT scan was performed that same day, which revealed a pseudoaneurysm. The physician stated retroperitoneal bleeding was possible because the patient stated to have had bladder pain. A follow up CT scan was performed 2 days later and revealed the bleed / pseudoaneurysm had self-sealed. The patient reported continued pain with a high temperature. There was no redress or swelling at the puncture site and the patient's white blood cell count was normal. The patient remains hospitalized for further monitoring and was given a broad spectrum of antibiotics for treatment. The patient is reported to be allergic to penicillin and plasters. The physician questions if the patient might have been allergic to the angio-seal components. Additional information was not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) states that the safety and effectiveness of the angio-seal device has not been established in patients that have known allergies to beef products, collagen, and or collagen products, or polyglycolic or polylactic acid polymers. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.